Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to instability of the humeral component. The cement mantle was no longer affixed to the bone. The surgeon removed the 4 x100 humeral component and the hexalobular condyle kit and replaced it with a 4 x150 humeral component and a new condyle kit.